Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed. A field service engineer (fse) arrived on site and obtained access through the emergency department. Once a customer was available, we returned to the station and the customer logged in, showing no active failures. The customer successfully inventoried items behind tower door 3, though they mentioned the door had been intermittent a few days earlier. Fse powered down the station, removed the latch column, cleaned the mini-switch contacts, and re-crimped the harness connectors. After reassembling and reinstalling the latch column, the station was restarted and all hardware diagnostics were completed successfully. The customer then tested access to items in the previously affected door multiple times with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 was having malfunction and maintenance required. User rebooted station and recovered storage space but unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.